Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). A trace to mild pericardial effusion was present at the left and right atrium and left and right ventricles prior to the start of the procedure. The was was deeply seated in the laa prior to the deployment of the closure device. Immediately after deployment of the closure device, the pericardial effusion was noted to have grown in size. Protamine was reversed and a pericardial tap was performed. The patient fully recovered and was discharged.